Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00868. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device 0 years, 10 months, 27 days. Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 lvas. The pump appeared to function as intended. A direct correlation between the heartmate 3 lvas and the reported event could not be confirmed through. The hm3 lvas IFU and patient handbook show the proper orientation of the heartmate 3 lvas within the body. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department on (B)(6) 2018 with complaint of left rib pain and peripheral edema. On (B)(6) 2018, the patient presented to the emergency department with worsening rib pain, and again on (B)(6) 2018 with the same rib pain. No other issues were present. The patient was never admitted for the rib pain, only emergency department visits. Imaging showed that the rib pain was due to the pump being in direct contact with the bone and chest wall tissue. Reportedly the patient had lost weight from implant. During the first emergency department visit the patient was treated with narcotics. The 1st and 2nd visits the patient was provided IV diuretics. At all visits, the patient was given a prescription for tramadol. The course of action was tramadol, lidocaine patches, and referral to the supportive care clinic for ongoing pain management. No additional information has been provided.

Manufacturer narrative:
The pump remains in use supporting the patient. Analysis of the log files submitted by the account confirmed multiple low power advisory alarms while the system was operating on battery power and the 14v lithium-ion batteries fell below threshold voltage. However, the reports of left rib pain and peripheral edema, and a specific cause for these events, could not be confirmed through this evaluation, and a direct correlation between the reported events and the device could not conclusively be established through this evaluation. The system controller event log files captured low power advisory alarms while the system was operating on battery power and the 14v lithium-ion batteries fell below threshold voltage. No hazard alarms were captured. The pump appeared to function as intended. The hm3 lvas instructions for use and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. Both the hm3 lvas IFU and patient handbook show the proper orientation of the heartmate 3 lvas within the body. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.